Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has display issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: e1(event site postal code: (B)(6)) . Additional information: contact person phone number: (B)(4). A getinge field service engineer (fse) evaluated the unit and confirmed unit had physical damage at the display mount which is on the cart side of the unit and not they actual pump or monitor. Replaced said part with customer supplied part. Unit returned to customer.